Event description:
It was reported that a bilateral salpingo oophorectomy and appendectomy were performed in 2000. In 2002 the patient presented with drainage from left side of transverse incision. In 2002, the sinus tract was dilated and explored. About 2 to 3 cm of intact suture material was extracted. The suture had been used to close the fascia.